Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Added lawyer, dob, head and updated unknown liner.

Event description:
Litigation papers allege shortly after surgery, patient began experiencing intense pain in the right hip and thigh. It is also alleged patient has experienced pain and suffering, along with resulting physical injury, and continued medical care. It is further alleged patient will likely need revision surgery. Doi: (B)(6) 2007 - dor: none reported (right hip) patient is a resident of (B)(6).